Manufacturer narrative:
Integra has completed their internal investigation on 11/04/2015. The investigation included: methods: review of complaints history. Results: failure analysis will not be possible since the complaint unit will not be returned to integra for evaluation. As indicated by sales representative, a picture was provided by the complainant to 'show a "good" photo of the luer adapter that is included as part of the ins5010 kit. It is not a picture showing the product problem.' Since the fg lot # was not provided, the device history record (DHR) could not be reviewed upon review of integra's complaint system from (B)(6) 2013' (B)(6) 2015, only one (1) complaint (investigated under this report) for external lumbar drainage catheter product family has been reported for ¿nipple came out of tubing¿. Approximately (B)(4) units of external lumbar drainage catheters have been shipped for distribution from 2013 to (B)(6) 2015, resulting in a complaint occurrence rate of approximately 0.003%. Conclusion: the condition 'nipple came out of tubing' could not be confirmed given that the complaint unit was not returned for evaluation. No assignable causes that could be associated to the manufacturing process were determined based on review of reworks, CAPA's, ncr's, scar's and complaints history. Based on the information received from the customer 'metal part of nipple stayed in tubing but came out of the back of the nipple on hub side' and information received from sales representative 'he stated that it tore through the tubing', it was assumed that the incident reported had to do with the inner portion of the stainless steel tip protruding out from the white tubing. As part of the manufacturing process, controls are in place to inspect for proper component assembly. A '100% visual inspection for proper component assembly by manufacturing personnel and sampling performed by quality control inspection. Although a definitive root cause could not be determined, given that the catheter and the external drainage system are subject to hand tight connection and disconnection, a potential root cause may be due to excessive force applied to the connector that may have caused it to bend inadvertently.

Event description:
It was reported that the nipple came out of tubing. Additional information was requested and on 09oct2015, the following was received from the customer: a lumbar drain was placed in the (B)(6) male patient for normal pressure hydrocephalus. On (B)(6) 2015 at 08:41, the lumbar drain was in the patient and the nurse on the unit found it to be broken. The metal part of the nipple stayed in the tubing but came out of the back of the nipple on the hub side. There was no patient harm but the customer stated that there was a potential for infection due to break in drain integrity. The drain was clamped and then the physician arrived to repair it. The drain was removed later that day. There was no surgery delay. The lot number of the ins5010 kit used was not available. Additional information receive from the integra sales representative on 12oct2015: he stated that it tore through the tubing. The product was thrown out and not available for evaluation.